Manufacturer narrative:
A product sample was returned for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing was performed. Tamper seals were in tact. The top case was chipped on all corners, cracked at the bottom case by l-bracket and the right plunger case was badly chipped. Review of the error history log confirmed the error. Occlusion test was performed and occlusion was found during testing. The cause of the event was attributed to normal wear (parts are over 5 years old). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was determined to be normal wear. Repairs were completed to correct the reported problem. The lead screw, clutch haves and clutch spring were replaced. Occlusion test and all functional test passed.

Event description:
It was reported that travel coarse error occurred. No patient injury was reported.